Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was returned in three pieces, separated from the catheter. The advancer tube for the returned device was found inside the shuttle cartridge, engaged to the proximal tamp locks. The proximal end of the advancer tube was damaged. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1305903) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the reported advancer tube not present and the root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f terumo sheath. A 50/50 contrast and saline mixture was used. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician withdrew the sheath from the tissue tract, the advancer tube was not present. The device was removed and the patient was converted to 30 minutes of manual compression, at which time hemostasis was achieved with no further complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted.